Event description:
Customer reported a malfunction alarm with a code displayed, though no notable events had occurred prior to the issue. The impact on the customer's blood glucose level was unknown or declined to answer. The pump was not replaced as it was out of warranty, and no additional corrective actions were taken.